Manufacturer narrative:
(B)(4). At the time of the report, the pt was recovering. The device history records for radiesse lot 1023186 were reviewed; all required testing specs were met prior to release, there were no abnormalities noted.

Event description:
The pt was injected in the nasojugal folds, ear and marionette lines on (B)(6) 2011. On (B)(6) 2011, 8 days after the medical lifting with radiesse, the pt developed a reactional face edema from day 8 to day 12. Augmentin 1 gram, 3 times daily by oral route for 7 days and solupred 20, 3 tablets in the morning for four days was prescribed.